Event description:
It was reported that ongoing occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and there was no need for third-party assistance. Technical support instructed the customer on several corrective actions, including disconnecting tubing, delivering boluses to clear occlusion, and ultimately replacing supplies and resuming insulin therapy.